Event description:
It was reported to philips that the device displayed a system error 918954 and the patient's heart rate was incorrectly counted. The user noticed the heart rate approximately doubled comparing to his observation, i.e. 36 and 72. The patient involved was reported to have not experienced harm or an adverse patient impact.